Event description:
A nurse reported there was no irrigation or aspiration, during a procedure, while in vitrectomy mode. Additional information was received from the customer indicating there was no harm to the patient and the procedure was completed following an hour delay.

Manufacturer narrative:
The facility called a technical support specialist (tss) to assist with troubleshooting the customer reported problem of no irrigation or aspiration in vitrectomy mode. The tss had the customer toggle the button between aspiration linear and aspiration fixed. The system then appeared to function properly. The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).